Manufacturer narrative:
(B)(4).

Event description:
It was reported that post operation, the explanted pulse generator was interrogated and exhibited backup vvi operation. It was noted that the device was exposed to cautery during the procedure. No further information was available.